Event description:
The customer reported that after a laparoscopic appendectomy, a piece of the active waveguide disengaged from the dissector while the device was laying on the mayo stand in the operating room. Nothing fell into the patient's cavity and there was no patient involvement.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.